Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
Report received that the ventilator's display was blank. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device is yet to be completed.